Event description:
The patient reported that the controller reset itself, resulting in loss of controller settings. The patient used manual insulin injections as a backup method. Subsequently, the patient experienced high glucose and ketones and sought medical attention on (b)(6) 2026. The patient was hospitalized and remained admitted at the time of reporting. The reported blood glucose value was unknown. The patient reported wearing a Pod during medical attention. A supplemental report will be provided when additional information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN. Omnipod Software App Version: 3.1.2-p001. Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L. CGM Sensor Type: Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.